Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 4 cm in diameter abdominal aortic aneurysm. It was reported that the patient had a 4.2 cm aneurysm that was very tender and painful. The patient had calcified and very friable aorta. The stent grafts were implanted and during routine modelling with a reliant balloon of the proximal aortic neck, within the stent graft, the reliant balloon popped out abruptly; meaning that it expanded to the size of the stent graft extremely quickly. It was noted that their mix is usually about 30/70 contrast to saline, and the syringe was 30 cc. On completion angiogram, it was noted that the aortic neck had perforated. The physician converted the patient to open conventional surgical repair, leaving in the supra-renal struts and very proximal part of stent graft in the patient. The physician stated that the cause of the event was related to the patient's anatomy of calcified aorta. No additional clinical sequelae were reported and the patient is fine.